Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.6 inr , qc 2: 3.7 inr , qc 3: 3.6 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins.  However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is ongoing. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial (B)(4) compared to the laboratory result. The laboratory reagent was asked for but not known. At 15:33 at the customer's physician's office the result from the meter was 4.0 inr. A sample was collected for the laboratory within minutes of the meter result. The result from the laboratory was 3.0 inr. The elapsed time between sample collection was less than 7 hours. There was no adverse event. The customer's condition was "normal". The customer's therapeutic range was 2.2 - 2.6 inr.